Event description:
This is a spontaneous case report received by int'l affiliate from a pharmacy on 04-june-2007. It refers to a patient who used an infusor lv 1.5 (lot no:07b011) for a 7 day use. The infusor was filled at the reporting pharmacy with nacl and 5-fu (filling amount unknown) at the pharmacy air was removed from the pump. The pump was empty before the calculated end of the infusion. Pump was empty 12 hours before expected. The pump was filled with 5 fu and nacl 0,9%.no clinical consequences were reported.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jul 02 2007. The device involved in this incident has been requested for evaluation should the device be retruned, evaluation results will be provided in a follow up report. A review of all records related to the manufacture of lot 07b011 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacuring of the product lot.